Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Pd therapy remained ongoing. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.